Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. During the analysis of the returned device, it was revealed that the stent was broken, the stent delivery wire was deformed and the stent introducer sheath distal tip was damaged. Functional testing could not be performed due to the condition of the returned device. The reported stent difficult to transfer was confirmed during device analysis. Additional information reported that the subject was inspected and confirmed to be in good condition during/after unpacking and preparation. And there is no indication of a use error. The stent was noted to be damaged inside the introducer sheath when returned for analysis. Based on the information currently available, it is likely that the stent introducer sheath was damaged during use resulting in the reported event. An assignable cause of operational context will be assigned to the reported 'stent difficult to transfer' and to the analyzed 'stent delivery wire deformed', 'stent introducer sheath distal tip damaged' and ¿stent broken/fractured'. The issue is associated with a product that meets stryker design and manufacture specifications and was used in accordance with the dfu but due to procedural and/or anatomical factors during use, the device performance was limited.

Event description:
During the analysis of the returned device, it was revealed that the stent was broken. No clinical consequences reported to the patient.